Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an ablation procedure using the grounding pad, a blister developed on the foot opposite to the site where the return electrode was attached, and approximately 5 cm of skin peeling occurred at the site of the return electrode attachment on the thigh area. The total output time for ablation was about 50 minutes, delivered intermittently with intervals of several minutes between each ablation. The site where the return electrode was attached was in contact with the thigh area of the opposite foot. After the ablation was completed and the return electrode was removed, these skin injuries were observed.